Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, no capture, high impedance, oversensing, and increased sensing integrity counter (sic). As the lead was prepared to be extracted it was noted that the pace/sense cables were fractured at the proximal portion of the lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.